Event description:
The device evaluation identified a reportable malfunction, under-delivery, unrelated to the original complaint, which was not a reportable event.

Manufacturer narrative:
Mfg. Event ID: #(B)(4). The testing and investigation results confirmed an under-delivery. The pole pieces of the motor were found to be misaligned, and visual damage was identified on the motor. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.